Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons are harder to press. The customer¿s blood glucose was unknown. Customer stated that insulin pump had button less responsive and sometimes had to press buttons twice. Customer stated that battery life was diminished and battery lasts only 3-4 days. The device will not be returned for analysis.